Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Patient was revised to address pain and discomfort. Litigation alleges acetabular cup loosening and metallosis. A cup is now being reported to address the loosening. Update: 12/2/2013, pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the acetabular shell was well fixed at time of the revision. Update ad 06 may 2018, receipt of plaintiff profile form and medical records. In addition to what were previously alleged, ppf alleges pseudotumor, metal wear and elevated metal ion levels.